Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. (B)(4). Device evaluation: product testing could not be performed since the product was not returned for evaluation as it remains implanted. The customer's reported complaint could not be verified. Manufacturing records evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this production order number have been received. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt300, 20.5 diopter study intraocular lens (iol) rotated from 90 degrees to 68 degrees after almost a month. Iol repositioning surgery then was scheduled for (B)(6) 2019. Through follow-up it was learnt that the subject complained of blurry vision in the left eye at their follow up appointment but did not mention that symptoms significantly interfere with regular activities. No other information was provided.